Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device has been exhibiting increasing high, out of range shock impedance for the last couple of years. The most recent shock impedance was greater than 142 ohms. The physician contacted technical service (ts) for recommendations. Ts provided recommendations for lead integrity testing, patient maneuvers/isometrics, pocket manipulation, sync shocks and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the patient was seen in the office for a follow up appointment. The most recent high, out of range shock impedance was 150 ohms. Physician performed lead integrity testing, with pocket maneuvers, which did not reveal any lead impairment. A commanded sync shock @ 1.1j yielded shock impedance of 104 ohms, and an additional commanded sync shock was performed @ 41j. This shock gave a code 1005, indicative of a short open circuit. A technical service (ts) consultant reviewed device data, confirmed the code 1005 and provided recommendations for a system replacement. This patient will be scheduled for surgical intervention in the near future. At this time the device and lead remain implanted.